Event description:
As reported, there was no pulsatile blood flow noted and no change in the indicator window of a 5f exoseal vascular closure device (vcd). Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. There was no pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, with no blood flow observed. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or showing. There was no pulsatile flow observed from the bleed-back indicator, and the bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected/updated data: component code of 463 - guidewire was added; medical device problem code was changed from 2292 - defective component to 1157 - difficult or delayed positioning complaint conclusion: as reported, there was no pulsatile blood flow noted and no change in the indicator window of a 5f exoseal vascular closure device (vcd). Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. There was no pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, with no blood flow observed. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or showing. There was no pulsatile flow observed from the bleed-back indicator, and the bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. The device was returned for analysis. One non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked, along with a cordis csi inserted on the unit¿s delivery shaft. No additional anomalies or damages were observed to be reported during this initial unaided eye visual inspection. Exoseal functional testing was executed firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/ white & red position. Blood residues were found in the bleed back indicator, visible in both the external bleed back exit and the internal canal after the device was opened. This confirms that blood flowed through the bleed indicator before the device was received. To confirm the presence of blood as the possible cause of the observed obstruction, a chemical identification analysis was performed using hydrogen peroxide. When hydrogen peroxide comes into contact with blood, it creates a fizzing reaction due to the enzyme catalase in blood cells, which rapidly breaks down the peroxide into water and oxygen gas, causing visible bubbles. This reaction was easily identified during the analysis. As a result, the functional test was not performed because the device was received with a considerable amount of dry blood in the indicator bleed flow canal, obstructing the expected flow mechanism. An attempt to remove the blood using ultrasonic washing techniques was unsuccessful. The delivery shaft was also evaluated for obstructions, and dry blood matter was identified using the same chemical identification technique, obstructing the delivery shaft lumen. A high magnification evaluation was conducted to assess the assembly configuration, and no signs of obstruction or impediments related to the reported event were observed. Based on the analysis results, the reported event of ¿bleed-back indicator - bleed back issue - absent¿ was not confirmed. Although the functional evaluation could not be performed to emulate the expected bleed back flow, evidence of blood presence in the bleed back indicator canal was confirmed. Therefore, it was concluded that blood flowed through the bleed back canal before its arrival at the analysis laboratory, and no manufacturing-related issues were identified as the cause. Regarding the reported ¿indicator wire - deployment difficulty - unable,¿ was not confirmed. The received condition of the unit indicated that the indicator wire was deployed as expected, based on the observed position of the guard. Additionally, the evaluations concluded that there was no evidence of an indicator wire deployment difficulty. The functional evaluation confirmed that the position change to the black/black position, activated by pulling the indicator wire, worked as intended. During the device deployment, where the black/white and red positions were achieved, the indicator wire retracted as expected. The root cause of the failures reported by the customer could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the events reported. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.